Event description:
Recall on mesa laboratories 7.0 ph solution due to possible bacteria growth in buffer solution. I had one of the affected lot numbers as well as dark spots on the bottom of the bottle. Solution was pulled and the rack system containing all solutions was disinfected per manufacture's recommendations. All dialysis machines were disinfected per recommendations. Reason for use: calibration of phoenix meter.